Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Review of the prism metrics field data indicates that the initial and repeat reactive rates for the abbott prism hiv o plus lots are less than the package insert upper 95% confidence intervals. Labeling was reviewed and found to be adequate. Clinical specificity testing was performed using in-house retained kits stored at the recommended storage condition and initial and repeat reactive rates met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
On (B)(6) 2016 the customer reported additional donors were (B)(6) with lot 52117m500 and confirmed (B)(6) western blot. There was no reported impact to donor management. There was no additional donor information provided. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2016 the customer reported additional donors were (B)(6) with lot 52117m500 and confirmed (B)(6) western blot. There was no reported impact to donor management. There was no additional donor information provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the prism analyzer is generating false repeat reactive (B)(6)results (>/=1.00s/co=reactive) on 6 donors with lot 52117m500, that are confirmed nonreactive by (B)(6) western blot. If the western blot is (B)(6) then they test for (B)(6). There was no reported impact to donor management. There was no additional donor information provided.